Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices, using the pre-close technique, via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, suture break occurred with the next proglide device. Another proglide device was used and no suture was present when the proglide plunger was removed. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved using the successfully preplaced suture of the first proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.